Manufacturer narrative:
(B)(4). (B)(6). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a knee arthroplasty, the femoral/tibial impactor dropped debris into the articular cavity requiring it to be flushed out and causing a thirty minute delay. It was noted that some foreign bodies remain in the body. No additional information is made available.

Event description:
No additional information reported.

Manufacturer narrative:
The reported event is confirmed by visual examination of provided pictures identifying excessive wear with nicks and gouges. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.